Event description:
It was reported by service report that the pump pedal weldment broke on the stretcher and would not go up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal linkage. Parts have been placed on order and will be replaced upon receipt.